Manufacturer narrative:
H.6. Investigation summary: the complaint investigation for false positive result when using the kit bd max sars-cov-2 reagents (ref# (B)(4)) unknown lot was performed by the review of the manufacturing records (bd max exk¿ tna-3 kit lot 0091416 used with the bd max sars-cov-2 reagents), customer¿s data analysis and verification of complaints history. Review of the tna 3 manufacturing records indicated that the lot was conforming and passed the qc specifications for release and use. The customer complained about one sample which tested positive in run 1734 lane a2 but was negative upon repeat in run 1736 lane a8. The sample was also tested with the cepheid® system and negative results were obtained. Both runs from instrument ct1255 were received and analyzed. Analysis of the curves from both runs, showed glitches in fam (n1 target) and cy5 (n2 target) channels. The discrepant sample (run 1734 lane a2) showed a late and weak amplification in fam while the repeat sample (run 1736 lane a8) did not show any amplification. The initial curve (run 1734 lane a2) shows a tiny amplification that seems to appear in the cy5 channel, but not enough to be called positive. The result obtained suggests that sample in run 1734 lane a2 was a low positive, at the limit of detection (lod) of the assay. Bd cannot confirm the complaint based on the investigation that was performed. There is no indication that the reagent is defective. No corrective and preventive action (CAPA) was initiated at this time. H3 other text : see h.10.

Event description:
It was reported while using biogx sars-cov-2 osr for bd max system a false positive was obtained. A confirmatory test was performed, and the result was negative. No erroneous results were reported and there was no change in course of treatment.

Manufacturer narrative:
The following fields have been updated with corrections: d.1. Device brand name: bd sars-cov-2 reagents for bd max¿ system. D.4. Device model number: 445003.

Event description:
It was reported while using bd sars-cov-2 reagents for bd max¿ system a false positive was obtained. A confirmatory test was performed, and the result was negative. No erroneous results were reported and there was no change in course of treatment.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using biogx sars-cov-2 osr for bd max system a false positive was obtained. A confirmatory test was performed, and the result was negative. No erroneous results were reported and there was no change in course of treatment.